Event description:
The pt reportedly was experiencing intermittency. External equipment was exchanged; however, this did not resolve the issue. Testing of the device showed the device is functioning. Surgery to explant the device will be scheduled.